Event description:
Surgeon called regarding a patient with mesh related pain to inquire about whether we had performed a recall on parietex progrip. Surgeon would not disclose any additional information b/c of hipaa.

Manufacturer narrative:
(B)(4).